Manufacturer narrative:
Investigation evaluation: during the laboratory evaluation, movement of the handle wheel was performed and functioned as intended. The trigger cord was dismantled from the mbl assembly to fully investigate the integrity of the trigger cord assembly. The trigger cord assembly was then evaluated and it was concluded that the device met manufacturing standards. The cord was examined using magnification and found to be manufactured correctly. The barrel was visually inspected and no defects that might lead to band deployment issues were found. The two bands returned post deployment were constricted sufficiently. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because of the condition of the returned product and the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemorrhoid ligation procedure, a cook 6 shooter saeed multi-band ligator was used. After two (2) bands were deployed successfully, the remaining four (4) bands would not deploy without turning the knob two times. Subsequently, the tension in the string was tight and the endoscope contorted, deploying the four bands at once. The procedure was completed with the initial two bands that were successfully deployed. Of the four (4) bands that did not deploy on the varices, two were retrieved and the other two were left to pass naturally. In determining if additional procedures are required, the physician is waiting for the patient results of this procedure. No other details related to the patient's condition were able to be provided by the medical facility.